Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. Vascular access was obtained via the radial artery. The 100% chronically occluded target lesion was located in the posterior descending branch. The physician advanced a non bsc guide wire, but was unable to cross the lesion. A 185cm str pt² guidewire was then selected and advanced; however, it was also unable to cross. The procedure was completed with a non bsc guide wire. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the distal end was fractured.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has kinks, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the device kinked along the body and the distal tip detached and bent. All the outer diameter (od) taken and all of them are according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: failure occurred due to torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).